Event description:
It was reported that a shaft break occurred. More than 70% stenosed target lesion was located in a severely tortuous and severely calcified right coronary artery (rca). A 2.00 mm x 30.00 mm agent drug coated balloon (dcb) was selected for percutaneous coronary intervention (pci) procedure. During an attempt to advance the device into a guide catheter, the balloon shaft broke in a location outside the patient. The device was removed intact from the patient. Then, a non-boston scientific balloon used but the shaft also broke. A plain old balloon angioplasty (poba) was used to complete the procedure with another non-boston scientific coronary dilatation catheter. There were no patient complications reported.

Manufacturer narrative:
(B)(6). Returned product consisted of an agent dcb balloon catheter. The device was visually and microscopically examined. There was a separation of the hypotube 18.9cm from the strain relief. The separated ends were ovaled in shape indicating the device was kinked prior to separation. There were numerous kinks to the hypotube. There was contrast in the inflation lumen. There was blood in the guidewire lumen and the balloon folds. The balloon was tightly folded, and the coating remaining to the balloon was minimal.